Event description:
Resident had bedrails in place upon admission per request of patient and later health care proxy. Resident was restless and confused. In attempt to get out of bed, she got her leg between the mattress and the bedrail and in her attempts to withdraw, the metal plate on the inside of the rail caused shearing injury to her shin. FDA safety report ID# (B)(4).